Event description:
The patient has presented to an operation with a tracheostomy cannula that allowed exhalation past and/or through the cannula and was compatible with the safe use of a speaking valve at that time. In this case it was brightly coloured pink spiro 710r speaking valve (one way valve). During the operation, a new cannula was introduced into the patient, and sometime after this the speaking valve was returned. It was at this stage the patient could not breathe out past and/or through the cannula, which thus led to a severe deterioration in health.

Manufacturer narrative:
The event did not involve a malfunction of the spiro speaking valve. The user failed to follow the manufacturer's labelling, including a caution symbol printed on the device, and the bold warning text in the instructions for use "never place a speaking valve on a tracheal cannula that has an inflated cuff and is not fenestrated".